Event description:
Attorney reported: in late 2000 - the patient underwent a hernia repair procedure with implant of a composix mesh patch. In 2004 - the patient was admitted to the hospital with abdominal swelling, tenderness and pain. Thirteen days later - the patient underwent abdominal surgery to address cellulitis, and adhesions of the mesh to her bowel.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.